Manufacturer narrative:
(B)(4). On (B)(6) 2018 arjo has become aware of an event involving maxi move passive floor lift and sling fitted with grey clips, which occurred at (B)(6) located in (B)(6), USA. It was reported that in the middle of resident transfer from bed to recliner chair during turning the lift to chair, the caregiver heard a noise and noticed that left shoulder clip detached from the hanger bar. The caregiver tried to prevent resident falling. According to the caregiver: "she (the resident) landed not quite on her left side and I moved her slightly to get the lift out of the way". As a consequence the resident sustained a cut on her head a bruise on her elbow, not requiring medical treatment. The facility did not put the involved lift out of service and it is unknown what medical device was used when the event occurred. The sling used for this particular transfer and also other slings fitted with grey clips were discarded by the customer before arjo representative visit. Because of that, the lift and sling involved in this complaint could not have been inspected. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over (B)(6)% of the body weight of the patient. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not attached in place. The caregiver mentioned that when she was applying the sling that: "I did listen to hear the hooks click into place, I did not hear upper hook click into place." Because of the clip design (tight fit to the hanger bar lug), the characteristic sound ('click') is heard when the clip is placed into correct position. Although, the caregivers are obliged to check visually if the clips are securely attached and remain under tension as the weight of the resident is gradually taken up. The sling instructions for use (04.sc.00-int1_2) indicates how to proper attach the clip step by step and includes pictograms for better understanding: "1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure the lug is locked at the top end of the clip." The IFU also warns: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." It is possible that the clip was not properly attached - was put in an unstable position. An unstable position of clip could lead to clip detachment on the beginning of lifting (just when tension was applied) or in the middle of transfer (when repositioning, moving the lift, transferring with sudden jerk or patient movement). Based on information gathered, product knowledge and simulations performed it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. It was indicated that the sling involved to be fitted with "grey" clips. Production of slings with grey clips has stopped some time ago (between 2005 -2006). Following the instruction for use (max01510 int issue 3) for these items the sling should be discarded after two years lifetime, or before that, when damaged. The facility representative stated that the sling involved was put into use in 2017, so it was beyond its lifetime, however, it was stored for over 10 years. The IFU warns: "to avoid injury, only store the equipment for a short period of time. If stored longer than stated in the IFU, it can cause weakness and breakage in the material." The shelf life - maximum period of storing new unpacked product equals 5 years. The sling involved therefore was significantly past its shelf life. This is an indication that the sling should have been withdrawn from use and replaced. After the event, all slings fitted with grey clips were removed from the facility. When reviewing the reportable events for maxi move lift, we have found a number of cases related to this type of event: clip sling detachment during transfer. In summary, the device was being used at the time of the event and played a role in the reported event. There was no failure reported with the sling, nor the involved floor lift that could have caused or contributed to the resident's fall. We are reporting this event to the competent authority due to potential of serious injury upon reoccurrence.

Event description:
On (B)(6) 2018 arjo has become aware of event involving maxi move passive floor lift and sling fitted with grey clips, which occurred at (B)(6) located in (B)(6), USA. It was reported that in the middle of resident transfer from bed to recliner chair during turning the lift to chair, the caregiver heard a noise and noticed that left shoulder clip detached from the hanger bar. The caregiver tried to prevent resident falling. According to the caregiver: "she (the resident) landed not quite on her left side and I moved her slightly to get the lift out of the way". As a consequence the resident sustained a cut on her head a bruise on her elbow, that not requiring medical treatment.